Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided four photos for evaluation. The photos show three extension lines and a drape. The suture wings are not securely fastened. It cannot be determined from the photos if the catheter is correctly placed and secured. A full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "secure catheter: use a catheter clamp and ridged fastener, catheter stabilization device, staples or sutures. Use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary. Snap ridged fastener onto catheter clamp." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
The customer reports the catheter migrated approx. 7 cm out of the clamp.

Manufacturer narrative:
Qn# (B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports the catheter migrated approx. 7 cm out of the clamp.